Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted to the rca. Approximately (B)(6) months post index procedure patient death occurred. Cause of death exacerbation of chronic cardiac failure. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).